Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported.the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm while performing peritoneal dialysis therapy. This occurred during the initial drain while the patient was connected. The care giver stated that there were air spaces in the patient line near the connection site. The technical service representative had the care giver cycle power. The technical service representative explained that the care giver would need to start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.